Manufacturer narrative:
Additional information: d10. One cadd ms3 pump was returned for analysis with damage in the rear housing. Functional and visual testing was performed to test the device. The customer's reported problem was verified. The pump failed the pressure sensor (downstream occlusion) test and alarmed occlusion error. Further investigation of the pump determined that the downstream occlusion sensor was defective due to shatter and is the cause of the issue. Therefore, the downstream occlusion sensor will be replaced.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited occlusion errors. Subsequently, the patient switched to backup pump and no interruption of therapy. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.